Event description:
Boston scientific received information that this left ventricular (lv) lead an increased threshold measurement as well as high pacing impedance. Later, this lead exhibited a high out of range pacing impedance measurement as well as loss of capture. This lead was electrically deactivated until it can be revised during the routine device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.